Event description:
A 10ml bd posiflush normal saline flush was found to have a foreign body inside the syringe. The foreign body was found in the flush after removing it from the accudose. Bd posiflushes are used in all patient care areas at the hospital. They are stored in the accudose and crash carts. Manufacturer response for 10cc posiflush normal saline flush, 10 ml bd posiflush (per site reporter): delayed response due to change of local rep. When contact was finally made and the company worked out their communication a packaging has been sent to return to manufacturer. We pulled all syringes that had the same lot number - 40 cases plus and we told to dispose or donate. We disposed on them.